Manufacturer narrative:
Device hasn't been evaluated yet. A follow-up report will be submitted once the investigation is complete.

Event description:
This unit was used in a rescue and the voice prompts would not advance past the 'place pads' prompts. Two sets of pads were used; however, neither set would allow the AED to advance beyond the 'place pads' prompt. User pressed the shock button in order for the AED to clear the pad placement prompt and move to the next prompt. Ems arrived on the scene, placed their heart monitor on the pt, and said the individual hadn't survived.